Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 28.0, 138.0 and 138.5 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and pusher assembly kinks near the mid-joint. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced during advancement and damage such as pusher assembly kinks may occur. During functional testing, the ruby coil lp was unable to advance through its introducer sheath due to the pusher assembly kink near the mid-joint. Further evaluation revealed an additional pusher assembly kink. This kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collateral arteries using ruby coil lps. During the procedure, a ruby coil lp would not advance through its introducer sheath and was stuck in the initial position. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.